Event description:
It was reported that a coronary drug eluting stenting treatment procedure was discontinued after stent damage was noticed. The 60% stenosed target lesion was located in the mid left anterior descending (lad) artery and was neither calcified or tortuous. A taxus liberte 2.5x20mm drug eluting stent was deployed in the 2.5mm target vessel and was inflated to 8atm's for 4 seconds and then again to 12atm's for 8 seconds. Upon cine, the physician noticed that the struts were out of position and discontinued the procedure. Another taxus liberte 2.5x20mm drug eluting stent was then successfully implanted. No pre or post dilation were performed and no further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Device unavailable for return.